Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2022-00476 multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00476. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. D10: concomitant products: lgc tibial fit tray cem sz 2f / 2t (cat# 02-012-45-2020 / serial# (B)(6)), three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)), logic tib insert impl (B)(6). The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 61 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, instability, loosening, synovitis, failure of implant, implant pain, swelling/edema, joint laxity, ambulation or postural difficulties. No further issues or complications were reported. No additional information is available.